Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) ((B)(6)) and the associated outflow graft (lot 16368610-0414) were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flow logged on 17-dec-2020, followed by a gradual return to baseline parameters. No alarms have been logged within the analyzed period. Information received from the site indicated that in addition to the low flows, the patient experienced increased lactate dehydrogenase (ldh) and international normalized ratio (inr) levels, and an inflow cannula or outflow graft occlusion or obstruction was suspected. The patient was treated with vitamin k an an echocardiogram was stable. A computerized tomography (CT) angiogram showed iliac occlusions. The patient received a percutaneous transluminal angioplasty (pta) with stenting and an anterior tibial/posterior tibial/peroneal angioplasty. It was further reported that the patient received an eptifibatide drip which was discontinued due to thrombocytopenia. A warfarin drip was restarted a few days later but was stopped after the patient experienced a stroke associated with a left eye drooping, as well as right arm and right leg weakness. A head CT scan revealed a left middle cerebral artery cerebrovascular accident (l-mca cva). A cerebral angiogram and mechanical thrombectomy were performed and the patient's anticoagulation and antiplatelet medications were held. The patient was eventually placed back on warfarin and aspirin. Additionally, the patient had necrotic toes and was in need of below knee amputation. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus, hemolysis and neurological dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had necrotic toes underwent a below knee amputation.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flow logged on (B)(6) 2020, followed by a gradual return to baseline parameters. No alarms have been logged within the analyzed period. Information received from the site indicated that in addition to the low flows, the patient experienced increased lactate dehydrogenase (ldh) and international normalized ratio (inr) levels, and an inflow cannula or outflow graft occlusion or obstruction was suspected. The patient was treated with vitamin k an an echocardiogram was stable. A computerized tomography (CT) angiogram showed iliac occlusions. The patient received a percutaneous transluminal angioplasty (pta) with stenting and an anterior tibial/posterior tibial/peroneal angioplasty. It was further reported that the patient received an eptifibatide drip which was discontinued due to thrombocytopenia. A warfarin drip was restarted a few days later but was stopped after the patient experienced a stroke associated with a left eye drooping, as well as right arm and right leg weakness. A head CT scan revealed a left middle cerebral artery cerebrovascular accident (l-mca cva). A cerebral angiogram and mechanical thrombectomy were performed and the patient's anticoagulation and antiplatelet medications were held. The patient was eventually placed back on warfarin and aspirin. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus, hemolysis and neurological dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft, h3: yes, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d12. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 31-aug-2022 / lot #: 16368610-0414 h6: patient ime code(s): e012204, e0133 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was started on an eptifibatide drip which was discontinued due to thrombocytopenia. A warfarin drip was restarted a few days later, but was stopped after the patient was found unresponsive due to a stroke. The patient woke up after a sternal rub and had left eye drooping along with right arm and right leg weakness. A head computerized tomography (CT) scan showed a left middle cerebral artery cerebrovascular accident (l-mca cva). A cerebral angiogram and mechanical thrombectomy were performed. The patient had adequate collaterals. The patient's anticoagulation and antiplatelet medication was held. The patient was eventually placed back on warfarin and aspirin, and was discharged with a increased international normalized ratio (inr) goal of 2.5-3.5 from 2-3.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system outflow graft. Model #: 1125, catalog #: 1125, expiration date: 31-aug-2022, lot #: 16368610-0414, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 01-aug-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced doubled lactate dehydrogenase (ldh) levels associated with the ventricular assist device (vad) exhibiting a sudden decrease in power and flows, then slowly began trending back up towards baseline. A vad inflow cannula or outflow graft (ofg) occlusion or obstruction was suspected. The patient's international normalized ratio (inr) was 5.3. The following day, the patient's ldh levels decreased to 519 and their inr increased to 7.0 with no changes in the vad parameters. The patient received vitamin k. An echocardiogram was stable. A computerized tomography (CT) angiogram showed iliac occlusions. The patient received a percutaneous transluminal angioplasty (pta) with stenting and an anterior tibial/posterior tibial/peroneal angioplasty. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.